Manufacturer narrative:
Additional information was received that the valve was explanted because it had dislodged into the ascending aorta. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unknown reason. No additional adverse patient effects were reported.